Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that around the end of (B)(6) 2019, the ins didn't help the patient. The patient met with the rep on (B)(6) 2019 for post-implant programming. The rep programmed a1, b1 and c2. The specific programming for c2 was reported to be: 11.6ma 160usec 62hz contacts 8/10 at 1060ohms. On this program, the rep got an out of range (oor) on the controller but they were not seeing the oor on the tablet when reprogramming. Technical services reviewed reasons for oor and suggested adding electrodes if the patient needed a higher setting. The rep interrogated the ins with the tablet and added a contact, and then the tablet showed an oor. Impedances were checked and all showed green contacts, and confirmed the impedance between 8/10 contacts. The rep went back to the programming screen and increased from 0.0 mato 15.8 ma without getting an oor. It was confirmed the patient felt good stimulation at that level. The patient checked their controller and the oor message was not displaying. Later that same day, the rep called back and reported they ended up programming the patient to 8+9-10-11+, but the patient was still getting oor at 15.8 ma after turning the controller off and back on. Technical services had the rep increase the pulse width to 200 microseconds without resolve. Impedances were checked again, and this time electrode 11 was at 40 ohms, which occurred while the patient was sitting up straight. They reprogrammed to 8+9+10- and the patient was able to get pain relief at 8.5 ma. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient reported getting relief for at least a week however had mentioned she was unable to increase her amplitude again. The rep reported that the patient was having other health issue unrelated to the stimulator that she is being monitored for. The rep reported that she had the stimulator at the bottom of her priority list until her heart and lungs check out. The patient was instructed to make an appointment as soon as possible to address ongoing issues again. The rep reported that the oor was resolved temporarily. The rep reported that no x-rays were taken at this time. The root cause was to be determined at a later date. No further complications were reported.